Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer advised that field service technician has been requested to troubleshoot and fix the unit onsite. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is having peep (positive end-expiratory pressure) values are incorrect. Furthermore, there was no patient harm reported associated with the event. The ventilator was swapped out.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, as per work order performed under wo-00185608, confirmed low peep at startup. Unit was auto cycling. Removed covers. Ensured ex corner was setup. Reseated/confirmed connections and tubing. Rebooted. Unit no longer auto cycling. Low peep still alarming. Peep set at 6 is reading 3. Ran expiratory pressure calibration but no fix. Then ran exhalation valve characterization. Passed on the first attempt. Rebooted and ran est (extended systems tests), which passed. Reran verification. Ovp (operational verification procedures) passed all required criteria. Unit meets factory specifications.